Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd nokor¿ filter needle there was visible foreign matter in the syringe. The physician reported when he went to inject and ¿looked at the medication in the syringe, there was a pink fuzz floating inside the medication.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was not returned to bd for evaluation. The sample was tested by internally by regeneron for the presence of foreign matter (fm). The provided results revealed that fm was present after the contents of the syringe was emptied. The fm appeared to be red and fibrous with dimensions of 1mm in length and 0.5mm in width. The fm was tested to determine the type of fm and the best results were for steripur, a commercial brand of antimicrobial polyester fiber, and polyester fiber. Qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: eight visual inspection were performed on 480 parts with zero defects noted. Cleaning was performed twice during the packaging of this order. Assembly batch 6271965 had 33 visual inspections performed on 1,650 parts with zero defects noted. Cleaning as performed six times during the assembly of this order. All cleaning was performed per (B)(4). The defect has not been confirmed at this time. No CAPA will be issued. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.